Manufacturer narrative:
Event site telephone (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the equipment has a short stand by time and the battery has not yet replaced for at least 5 years. Actually the battery has been aged seriously and it needs to be replaced and it has been notified to the customer. The customer has not yet determined whether to continue repairs or not. Therefore only the work had been temporarily closed. But later the customer had finally decided to solve the problem by himself and refused the manufacturer's subsequent maintenance. Customer not yet determined to continue repair.

Event description:
It was reported during a routine inspection, the cs100 intra-aortic balloon pump (iabp) battery standby time was short. The equipment was not used temporarily, and no casualties were caused. There was no patient involvement

Event description:
It was reported during a routine inspection , the cs100 intra-aortic balloon pump (iabp) battery standby time was short. The equipment was not used temporarily, and no casualties were caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a